Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty battery. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was advised to replace the battery to return the device to working condition, however the material only service was cancelled. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not pass the test and that the battery needs replacement. There was no reported patient involvement.